Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The pump was reset, but the cgm reoccurred. The customer continued to use the pump for insulin therapy.